Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hubs of two of the aurous centimeter vessel sizing catheters (other device in MDR 1820334-2018-03847) had cracked vertically, just after the catheter was connected to the power injector but before the injection took place. There had been no visible cracks during preparation. It is unknown how the procedure was completed, but there were no injuries or additional procedure reported.